Event description:
It was reported that cmf screws became loosened from patient's bone five months after implant due to poor bone quality issues. They were removed.

Manufacturer narrative:
Possible material identified: 25-876-05-91. 25-878-04-91. 25-878-05-91. 25-878-07-91. Possible lots identified: 1138581. 33567012. 33565862. 33567011. 33569323. 33576154. 33576155.